Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used during a stomach and pancreatic cyst drainage procedure on (B)(6), 2011. According to the complainant, although the patient reportedly underwent a cyst drainage procedure, the intentions of placing a metal stent were unconfirmed. The complainant was unable to confirm if the patient had cancer or any associated malignancies. During the procedure, the nurse experienced difficulty advancing the stent device down the olympus endoscope. The patient's anatomy was not tortuous, and the endoscope was not in a bent or retroflex position. As the nurse was removing the device from the endoscope, the stent deployed prematurely. The deployed stent was removed from the endoscope and the procedure was successfully completed with another wallflex biliary rx fully covered stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date.(B)(4): a visual and functional examination of the complaint device could not be performed since the device was disposed and not returned for analysis. A device history record (DHR) and a review of similar complaints could not be performed as the device lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance.